Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the 23 mm carpentier-edwards perimount magna pericardial bioprosthesis was explanted after implant in a (B)(6) male. Through follow up with the health care provider, it was learned that the reason for explant was not due to a malfunction of the device but due to a sizing issue. Per the surgeon, the valve was implanted and explanted during the same surgery; however, the patient was removed from cardiopulmonary bypass prior to the surgeon downsizing the valve. There were no claims of quality deficiency or a device malfunction. There were no complications post-operatively and the patient was discharged on pod #6.

Manufacturer narrative:
Method:device not returned. Additional manufacturer narrative: the explanted device was not returned to edwards for analysis because it was discarded at the hospital. Without return of the device, edwards is unable to conclusively determine the root cause for explant of this device. However, the health care provided indicated that the reason for explant was not due to a malfunction or quality deficiency of the device, but because of a sizing issue. The event is reported as a valve explant at implant. This is typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient¿s anatomy, and not a malfunction of the device. After a valve is implanted, the patient is weaned from cardiopulmonary bypass (cpb). First, the heart is warmed and allowed to spontaneously beat. Then, the heart is allowed to fill gradually as cpb is decreased. During this time a tee is routinely performed to check valve function. If the valve is functioning normally, bypass will be discontinued and the aortic/venous cannulae are removed. If there is evidence of intervention required after complete discontinuation of cpb and removal of cannulae, this may require significantly extended operative and cardiopulmonary bypass time, which increases the risk of the procedure. In this case, the surgeon alleged that the patient was removed from cardiopulmonary bypass before downsizing the device. However, there was no allegation of device malfunction. No further actions are possible with the available information.